Event description:
It was reported that the catheter was inserted for routine obstetric use. At removal of the catheter, resistance was encountered and the pt was repositioned several times. When the catheter was withdrawn, a 3cm piece was missing and remained in the pt. The pt is reported to be asymptomatic at this time. The retained piece of catheter was not removed from the pt.